Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. The current reading of the downstream sensor was found out of specification (high reading). The downstream pressure plate gap was also found out of specification. The device was calibrated to ensure proper occlusion detection.